Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by walking the customer through a pump reset, which resolved the issue, as the error did not appear again and the customer was able to successfully start their sensor session.